Manufacturer narrative:
The pump passed the active current measurement, sleep current measurement and self test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: multiple stuck button alert on 09/26/2025 from 06:16:28.000 until 09:14:01.000. Multiple power loss alarm on 09/26/2025 from 09:43:28.000 until 20:55:54.000. Pump error 130 alarm on 09/28/2025 at 05:38:51.000. Pump error 43 alarm on 09/28/2025 at 05:57:28.000 and 05:58:24.000. Pump was cut open to perform visual inspection and found corroded motor home switch and da1, r17 and r41/pcba 1. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Blank display not confirmed. Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file due to moisture damage on da1, r17 and r41/pcba 1. Pump 130 and 43 alarm confirmed in the pump history due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a stuck button alarm and blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer reported that the pump was not exposed to a change in altitude. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.